Manufacturer narrative:
Date sent to the FDA: 09/24/2008. Blade seized/stopped - conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device made a noticeable ratcheting noise and then it stopped working. The handpiece was replaced and the procedure was successfully completed with no adverse patient consequences.